Manufacturer narrative:
H.6. Investigation: two photos were received by our quality team for evaluation. Upon visual inspection it was observed that there was damage on the sealing of the unit package and damage on the hub component; therefore, the incident could be verified. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. The secondary packaging process was reviewed. Based on the photo evaluation, the damaged occurs at the middle product within the strip. The damage could have happened during product insertion to the shelf carton. There are three grippers at the top and bottom to guide the product into the shelf carton. The gripper could have been bent and then where this bent gripper eventually hit the part it could have caused damage.

Event description:
It was reported that an unspecified number of needles eclipse 21x1-1/2 rb tw experienced damaged or open unit packaging/seal where sterility was compromised. Product defect was noted prior to use. The following information was provided by the initial reporter: material no.: 305765 batch no.: 8171369, unknown we received 801,600 needles of lot 8171369. Our packaging lots are around 100k , and we have seen this defect in more than one lot. Not a large number, we don't keep track of how many. No impact, easy to sort out. We have not been capturing the number of the other packaging lot defects. The numbers are small, I was just letting you know we are still seeing the defect. We will in the future provide you firm numbers for any defects we find on line. Damaged needle packs opened. During the packaging cl0537 on (B)(6) 2020, needle 21 gauge 1 1/2" bd eclipse (vendor lot 8171369) 5 needle sleeves were noted to have damage to the needle and the tyvek pouch was opened. The defect is such that it questions the sterility of the product received from bd.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8171369. Medical device expiration date: 2023-06-30. Device manufacture date: 2018-06-20. Medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported that an unspecified number of needles eclipse 21x1-1/2 rb tw experienced damaged or open unit packaging/seal where sterility was compromised. Product defect was noted prior to use. The following information was provided by the initial reporter: material no.: 305765, batch no.: 8171369, unknown. We received 801,600 needles of lot 8171369. Our packaging lots are around 100k , and we have seen this defect in more than one lot. Not a large number, we don't keep track of how many. No impact, easy to sort out. We have not been capturing the number of the other packaging lot defects. The numbers are small, I was just letting you know we are still seeing the defect. We will in the future provide you firm numbers for any defects we find on line. Damaged needle packs opened. During the packaging cl0537 on (B)(6) 2020, needle 21 gauge 1 1/2" bd eclipse (vendor lot 8171369) 5 needle sleeves were noted to have damage to the needle and the tyvek pouch was opened. The defect is such that it questions the sterility of the product received from bd.